Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During remote follow-up, non-sustained right ventricular oversensing was observed on the device. The patient was stable and there were no adverse consequences.

Event description:
During remote follow-up, non-sustained right ventricular oversensing was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.